Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 25.0 mg/ml at a dose rate of 17.112 mg/day via an implantable pump as of (B)(6) 2016 for spinal pain and failed back surgery syndrome. It was reported that the patient had underwent surgery which was not related to the pump. The patient had missed his pump refill due to having the surgery which resulted in an empty reservoir. There were no noticeable withdrawal symptoms as a result of the empty reservoir. The company representative contacted the managing physician and provided a print report so they could contact the patient and get the pump filled as soon as the patient was able. It was further reported that the patient was unarousable and confused after having the surgery which was unrelated to their pain pump. As per a physician, the patient comes out of this state with narcan and the physician ordered the pump be decreased to a minimum rate to rule out extra medication given through the pump. The pump was interrogated and it had registered an empty reservoir on (B)(6) 2016. No medication was physically added to the pump, but 1 ml was entered into the reservoir volume and the pump was placed to a minimum rate per the physician's request. The pump was placed to a minimum rate in addition to narcan having been administered. The pump's log revealed a motor stall occurred, a low reservoir alarm occurred, and an empty reservoir alarm occurred; dates of events were not provided via the log provided. It was indicated that a motor stall occurred because the hospital staff placed a magnet over the pump to stop it; the motor stall was described as not an unrelated motor stall. The motor stall resolved as soon as the magnet was taken off the pump. As per the pump's log, morphine with concentration 25.0 mg/ml was administered at a dose rate of 0.156 mg/day as of (B)(6) 2016. As of (B)(6) 2016, no surgical intervention had occurred nor was surgical intervention planned. The issue had not resolved as of (B)(6) 2016. The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event in addition to medical history was unable to be obtained. As of (B)(6) 2016, a company representative noted they did not know the status of the patient as the physician was out of the office this week. The company representative planned to follow-up with the hcp the following week for additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.